Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305129 and lot number 0202355. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 21x2 rb had foreign matter. The following information was provided by the initial reporter: it was reported by the sales representative that there is a white glue-like substance on the needle and the safety cover is difficult to get off.